Event description:
A past high blood glucose event was reported by the customer. The highest reported blood glucose level was 550 mg/dl. There was no need for third-party assistance. The customer attempted to correct the high glucose level with a correction bolus via pump and was advised by technical support to consult with a healthcare provider for further discussion on potential causes.